Event description:
It was reported by the patient that he underwent a right inguinal hernia repair procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a reoperation on (B)(6) 2007 to repair a recurrent hernia and a different type of mesh was implanted. The patient also underwent a laparoscopic right inguinal hernia repair procedure on (B)(6) 2008. The patient has been experiencing pain with walking/light exercise and difficulty with urination which began three years post-implantation of products. The patient has seen a urologist, who has not determined the origin of voiding difficulties, and is seeking further follow-up with another physician.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.